Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that when the ventilator was turned on, alarms indicating communication error and ventilation stopped were generated. According to the recommendation from the service manual, the device control printed circuit board (pcb) was replaced and the unit returned to normal operation. The device logs and replaced pcb were returned for technical investigation. Review of the customer device logs can confirm the reported error. The returned pcb was installed in a reference device for simulated use testing, the device passes both pre-use check and simulated ventilation without generating any startup alarms. The customers reported error cannot be reproduced. The conclusion in this matter is that the issue can be confirmed by the logs, but cannot be reproduced during simulated use testing. The cause of the reported error cannot be established by this investigation. If the reported fault condition occurs during ventilation, ventilation will stop. The error will be detected at startup and during ventilation and will be reported through audio-visual alarms and the generated technical error codes. The conclusion in this matter is that the reported problem was confirmed from the device logs/problem description but could not be reproduced during simulated use test ventilation. Generated error codes indicate that the monitoring pc board was unable to communicate with the control pc board, possibly due to a temporary glitch, but this cannot be confirmed.

Event description:
It was reported that the ventilator generated technical error codes indicating a communication error and disabled valves. There was no patient harm. Manufacturer's ref #: (B)(4).